Event description:
Covidien received information that due to a malfunction, the patient was removed from the ventilator. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).